Manufacturer narrative:
Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During the visual evaluation, no apparent damage or visual anomalies were observed on the returned device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who underwent breast augmentation revision with a 225cc mentor memorygel breast implant experienced bilateral baker grade iii capsular contracture post procedure. The implant date is unknown. As a result, replacement with gel implants was performed. The patient is fully recovered with no residual effects. The contralateral prosthesis was reported under 1645337-2020-13012 on october 13, 2021. The original lot number reported for this device correlating to this report was manufactured in (B)(6) and therefore was not subject to MDR reporting. On january 25, 2021 it was determined that the correct lot number for the device correlating to this report was 7333673. This was based on the device returned, analysis performed, search of the complaint database, and failed attempts to gain clarification. The device correlating to this lot number was manufactured in the united states and is therefore subject to medical device reporting.